Event description:
We received a complaint from the us on (B)(6) 2026 (registered under (B)(4)) reporting that during patient's follow up visit, x-rays pictures shows set screw popped off inside patient. No other information available (no date, no lot number, no health impact reported). Pending additional information. Late submission (the report should have been submitted by (B)(6) 2026; this issue has been addressed under (B)(4)).